Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised that the safety valve may have been sticky. Exercising the valve may have returned it to full function. The customer performed the (short self-test) sst/ (extended self-test) est test to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit failed the short self-test (sst) leak test, indicating a patient circuit leak.